Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, the annulus was crossed with a straight wire and safari was placed in the left ventricle (lv). A 23mm s3 ultra was attempted to advance across the annulus but it was difficult to cross. They pulled back, put more flex on the catheter and tension on the wire and advanced across the annulus with difficulty. Once the valve was crossed, blood pressure remained low with a low pulse pressure, the valve was deployed quickly and pressure remained low. Tte showed blood around the right ventricle (rv) and the patient was placed on ECMO support and a pericardiocentesis was performed. A hematoma was noted on the ra/rv by tte and bleeding continued. The patient was deemed not a candidate for open repair. An angio of the root was preformed and an annular rupture was noted. It was decided to discontinue ECMO support and the patient expired.

Manufacturer narrative:
Correction to section h6.